Event description:
Information received indicates the siderail is not latching.

Manufacturer narrative:
The technician found the right intermediate siderail upper bracket was bent. The technician replaced the bracket to repair the bed.